Manufacturer narrative:
(B)(4). Neither device nor images were returned. A scientific article by schmidt et.al titled, thoracolumbar burst fractures treated with the verte-span titanium cage, in (west virginia medical journal 1-6).

Event description:
It was reported in a scientific article that the titanium mesh cage is a common option for vertebral body replacement hardware after anterior decompression and corpectomy. Slight flange protrusion was noted in two patients that was not associated with neurological deficit and did not require subsequent surgery.